Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), musculoskeletal pain ("exactly same pain, I have it in my shoulder"), pain in extremity ("going down in my left arm and left palm,and back of my left leg") and arthralgia ("it hurt my hip /back of my left leg going down my knee"). The patient was treated with surgery (2 months post op device removal and having surgery on (B)(6) for fragments left behind). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, musculoskeletal pain and arthralgia outcome was unknown and the pain in extremity was resolving. The reporter considered arthralgia, device breakage, musculoskeletal pain and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), musculoskeletal pain ("exactly same pain, I have it in my shoulder"), pain in extremity ("going down in my left arm and left palm,and back of my left leg") and arthralgia ("it hurt my hip /back of my left leg going down my knee"). The patient was treated with surgery (2 months post op device removal and having surgery on (B)(6) for fragments left behind). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, musculoskeletal pain and arthralgia outcome was unknown and the pain in extremity was resolving. The reporter considered arthralgia, device breakage, musculoskeletal pain and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media: new events: device breakage was added. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), musculoskeletal pain ("exactly same pain, I have it in my shoulder"), pain in extremity ("going down in my left arm and left palm,and back of my left leg"), arthralgia ("it hurt my hip /back of my left leg going down my knee"), hot flush ("hot flashes") and palpitations ("heart palpitation"). The patient was treated with surgery (hysterectomy, 2 months postop device removal and having surgery on (B)(6) for fragments left behind). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, musculoskeletal pain, arthralgia, hot flush and palpitations outcome was unknown and the pain in extremity was resolving. The reporter considered arthralgia, device breakage, hot flush, musculoskeletal pain, pain in extremity and palpitations to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event hot flashes and heart palpitation were added. Reporter information was added. On 23-mar-2020: social media received: new reporter was added. On 23-mar-2020: social media received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m over 2 mo po') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("exactly same pain, I have it in my shoulder"), pain in extremity ("going down in my left arm and left palm,and back of my left leg") and arthralgia ("it hurt my hip /back of my left leg going down my knee"). At the time of the report, the medical device removal, musculoskeletal pain and arthralgia outcome was unknown and the pain in extremity was resolving. The reporter considered arthralgia, medical device removal, musculoskeletal pain and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, musculoskeletal pain, pain in extremity, arthralgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.